Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient has difficulty in breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the device has been evaluated and returned to manufacturer in section d9. Also it was marked as evaluated by manufacturer in section h3. After review, it was determined that all these were incorrectly selected since the device was not returned and evaluated by manufacturer.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b5. The correct data is: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of particles in the air path and also having asthma, bronchitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1, b2, b3,g3, h1 are updated with new information. Section h6 is updated with new information in health effect - clinical code and health effect - impact code.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging difficulty breathing/short of breath, diagnosed asthma, bronchitis and particles in the water chamber. The reported event of difficulty breathing/short of breath, diagnosed asthma, bronchitis and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as may have caused or contributed to the reported event in this case. Based on the available information, the manufacture concludes the reported event may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, use of non-distilled water, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device, and/or inadequate cleaning practices/frequency.   After the second attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and hung up the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.